Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the physician threw the first mesh leg assembly into the patient's sacrospinous ligament. However, resistance was encountered when the physician attempted to pull the mesh leg through the patient's tissue with the capio device. Due to the resistance encountered and the resulting tension placed on the mesh leg, the needle detached and was captured within the capio cage. The physician then removed the pinnacle mesh from the patient and completed the procedure with another pinnacle posterior pfr kit without any complications to the patient, who is reportedly doing "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.